Manufacturer narrative:
Block b3: exact date unknown, event occurred last year from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7125519. Model/catalog description: avista MRI perc lead kit 74 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 584215. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Serial number: na. Batch/lot number: 31754748. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances noted on the leads. The patient did not have a fall but had a fractured back while walking down an aisle. It was described as a sudden sharp pain while walking. The patient subsequently underwent a revision procedure where the implantable pulse generator (ipg), spinal cord stimulator (scs) leads and clik anchor were replaced. The patient was doing well post-operatively. The explanted devices were not returned as they were not released by the medical facility.